Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise and oversensing. This resulted to pauses of greater than 2 second. Patient is device dependent. The physician did isometrics and noise was recreated. Device program changed to increase sensitivity together with automatic gain control value as well as the rv output. Rv impedance was noted fine. However, patient was dizzy but did not passed out. Boston scientific technical services (ts) reviewed episodes which displayed fuzzy noise on rv electrogram (egm) leading to pacing inhibition and pauses in rhythm. Ts stated that noise could be diaphragmatic/muscle noise and could also be due to distal coil position/large sensing electrode. Ts recommended to consider programming electrocautery mode to ensure pacing overnight but the best option is to reposition lead. Ts noted that no inappropriate tachy therapy was delivered. Additional information indicated that the cause of observation was not determined and the physician believes that it was diaphragmatic in nature. The rv lead was explanted and new lead replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.